Event description:
Staff spiked bag of normal saline with IV tubing, the tubing began leaking from below the drip chamber. The bag was discarded and new bag and IV tubing used to medicate patient. The faulty tubing was set a side to send to materials management. Manufacturer response for leaking IV tubing, clearlink system continu-flo solution set with duo vent spike (per site reporter).